Event description:
It is reported that the catheter was inserted on (B)(6) 2011. After the catheter was inserted for about 2 weeks, radiologist noticed that the a port tube lines were leaking. Thus they had to do another replacement of catheter for the pt.

Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. Results are expected soon.